Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) . The reason for call was pt stated it takes up to 2 hours to charge the ins battery since a year ago. Pt stated the last time she called they sent a piece of equipment - asked unknown event date. Pt stated she thought that was just something that needed to be done. Patient services (pss) reviewed that 2 hours to charge an ins battery from empty is within "normal" time frame with excellent coupling. Pt stated it used to take 45 min. Pss suggested that pt have the ins checked if she feels there is something wrong. The patient was redirected to their healthcare provider to further address the issue.